Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge jumped from 10% to 35% then back down to 10% while not connected to a power source. The customer's blood glucose level was not impacted. Review of the data logs by tandem technical support confirmed the reported battery jumps. Reportedly the customer would continue to use the pump for insulin therapy.